Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart, or verify the compromised force sensor alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self-test and off no power tests. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.